Event description:
The customer stated the device has had etco2 equipment malfunction message. No patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.